Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter. The patient underwent a revision surgery and a leak in the cuff was identified; therefore, the cuff was replaced. There were no further patient complications.